Event description:
The user experienced hyperglycemia with blood glucose values reported at approximately 310 mg/dl while receiving automated insulin delivery with the ilet. It was reported that the user underwent a CT scan while wearing the ilet, after which elevated blood glucose values were observed, and the user was transitioned to alternative insulin therapy as part of inpatient management for a non-diabetes-related hospitalization. Following CT exposure, the ilet was used as a receiver only for glucose sensor data, and a replacement device was arranged and subsequently placed into use after discharge, with resumption of ilet therapy. Review of available information indicates the hyperglycemic episode did not require hospitalization or emergency medical intervention for blood glucose management, and no device malfunction was identified. Although CT imaging exposure is known to pose a risk for altered insulin delivery performance, there was no information available to suggest a device malfunction, and the hyperglycemic episode was attributed to non-device-related clinical factors. The precise physiologic mechanism contributing to the hyperglycemia could not be conclusively determined based on the available information. If additional information becomes available, or if the device is returned for evaluation, a supplemental MDR will be submitted.